Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer attempted to load a cartridge multiple times on the pump but received a message to install a cartridge. There were no alerts or alarms observed in the pump logs. During troubleshooting with tandem technical support the customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level. Reportedly, the customer used manual injections prior to the reported event.